Manufacturer narrative:
Initial and final MDR (B)(4)-device 1 of 2.

Event description:
Reference number (B)(4) event occurred in canada this emdr is being submitted for an unknown number quantity. It was reported that the patient experienced leakage of some infusion sets, which led to high blood glucose level event on (B)(6) 2026. The infusion set was in use for one day. The leakage was at insertion site. During the event, the patient was treated with injection. No further information available.